Event description:
Reporter indicated that the pt's device was replaced due to "the generator not working." No further clarification as to what was wrong with generator was noted, and all attempts for further info have been unsuccessful to date.